Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1-initial reporter, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Due to character limitation, below fields are added from e1- event site telephone- (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that valve group fault detected and replaced the drive manifold assembly (0104-00-0031). After the replacing the parts the device passed the performance and safety checks according to factory specifications.

Manufacturer narrative:
Due to character limitation (e1) event site full name: (B)(6) event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use inspectionthe cardiosave intra-aortic balloon pump (iabp) had power-on alarm system was found to be faulty, preventing it from starting. The customer replaced it with another device. No injuries were reported. No harm or injury reported.